Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the report, when placing the load on the tissue during a video assisted thoracoscopic lobectomy, the device would not open or close properly. Multiple reloads were placed on the handle but it would not open or close. Another handle was opened and used as indicated. There was no patient injury.